Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hadn't used the patient programmer (pp) in 1.5-2 years now, and their grandson usually helps them with it. They stated "a week ago maybe a little longer," sometime in january they noticed their tremor came back. They stated they were not getting any therapy relief, and are "shaking so bad." The patient had their grandson help them 3 days ago to use the pp and they saw a screen "with a doctor on it." They also "felt a zap" when they did this, and they were wondering if their pacemaker interfered with the device. The patient used the pp to see what the screen was while on call, and it was confirmed they saw end of service (eos). Eos was reviewed and the patient was redirected to follow-up with a healthcare provider (hcp). The patient was in the process of getting a new hcp.